Event description:
Product purchased (B)(6) 2026, (B)(6). The sensor is giving incorrect information. This morning I was alerted twice for low blood sugar levels; I checked my glucose levels with my meter 50 point discrepancy. Yesterday I experienced the same thing; am discrepancy 51 points and evening 32 points. I had noticed this before but didn¿t pay attention until I saw a posting on facebook about the same issue and a previous recall with this product. I was not injured because I took the discrepancies into account and adjusted accordingly. I do have 3 unused units and 3 used. I am in possession of all 6. / product details: abbot freestyle libre 3 plus sensors sn # (B)(6) I have three used and 3 not used. Pt: 4582. Device: 2917, 1535. Reference reports: mw5190032, mw5190033, mw5190034, mw5190035, mw5190036. This report captures libre 3 plus sensor #1.